Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a regularly scheduled implantable cardioverter defibrillator change procedure. During the procedure, the physician noted the left ventricular set screw was stripped. After multiple attempts to remove the screw, the physician was able to eventually remove it using a hex wrench on the non-stripped area. Part of the grommet was removed as well. The procedure was completed without further incident. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of set screw connection issue could not be verified in the lab. The device header was inspected and found that both the is-1 septa for left ventricular (lv) and right ventricular (rv) were removed in the field and returned with the device. The rv set screw was also removed in the field but was not returned. Test leads were applied and was able to get fully inserted and secured properly. A test set screw for the rv is-1 was used and the screw operated normally. The device was tested on the bench, and no anomalies were found.